Event description:
A report was received stating an 840 ventilator experienced a blank graphical user interface (gui) while connected to a patient. Though requested, information regarding the patient has not been obtained by the manufacturer.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the backlight inverter board to resolve the reported issue. The device passed all performance testing according to the manufacture specifications. (B)(4).